Event description:
Dexcom was made aware on 02/13/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on 02/04/2024. It was reported that the patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the thigh. The patient developed redness, inflammation, pus, a lump, and an infection at the needle puncture site. The patient had burning sensation in the area and the skin was hot to touch. On (B)(6) 2024, the parent took the patient to the emergency room (ER) due to the infection growing to the size of a baseball. In the ER, the healthcare provider performed an incision and drainage (pus and serosanguinous) at the sensor insertion site and applied a dressing over the area. The patient was discharged home on the same day with a prescription oral antibiotic medication sulfame tmp (sulfamethoxazole and trimethoprim) tablets for seven days and was advised to apply a hot compress to the area. The patient followed up with his primary pediatrician on (B)(6) 2024 and his endocrinologist (B)(6) 2024 for post ER care. At the time of the follow-up report on 03/12/2024, the wound was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.